Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the dexcom was not working. The patient¿s wife stated that the patient had been admitted to the intensive care unit (ICU) in ketoacidosis with glucose levels of 800 mg/dl on (B)(6) 2020. She stated his dexcom was not working but was unable to provide details of the failure. It could not be confirmed whether the continuous glucose monitor (cgm) malfunction led to the diabetic ketoacidosis (dka) or if it occurred after the patient was already in dka. No treatment information was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.